Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to corrosion at the crimp of ECG "a". A root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.